Event description:
It was reported that the physician kinked the wire guide during insertion of the iab. When the wire guide was removed it was kinked and had unravelled. The catheter could not be removed without a cut-down procedure. A repair to the femoral artery was necessary due to trauma from the insertion procedure.